Event description:
Per email (medwatch report #mw5106706, report date: (B)(6) 2022): inbound ; husband reports cadd ms3 pump alarmed empty when it still had 1.0 ml left in cartridge, cartridge lot# 10210720. Replacement pumps sent. No further details provided. .